Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple minimum fill notifications occurred after the user filled the cartridge with 100 units of insulin during the load sequence. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) level ranged from 350 mg/dl to "high". A manual injection was administered to address bg. Recommendation was made to consult with a healthcare provider regarding diabetes management.